Manufacturer narrative:
(B)(4). Insulin pump was received with severe scratches on the lcd window making it difficult to read and navigate the menus the keypad overlay is peeling at the upper right corner. Finally the middle keypad button is cracked.

Event description:
The customer reported via phone call that the insulin pump was damaged and the part was peeled off. The customer¿s blood glucose level was 154 mg/dl. Customer stated that there was also a lot of scratches on the screen, the metal piece on the battery cap was also broken and loose. Customer stated that the there was parts that was peeled off, from the upper right hand corner of the navigation button, including the menu button. Customer read the display this may cause blurry reading. Customer was advised to return of the device and revert to a back up plan. The insulin pump will be returned for analysis.